Manufacturer narrative:
The event date was changed from (B)(6) 2015 to (B)(6) 2015.

Manufacturer narrative:
Field service engineer was not sent to the customer location. The customer was sent replacement chemistry strips. Under corrective and preventive action program this issue is being investigated and actions are being implemented. Upon analyzing the key processes, enhancement actions pertaining to manufacturing/supply chain process parameters and qc test methods are being initiated and implemented. (B)(4).

Event description:
The customer reported seeing a loose urine chemistry strip pads in the vials, the strip provider module(spm), and the strip conveyor system (scs). The customer was using velocity urine chemistry strips, p/n: 800-7204 lot#: 7204079j, expiration: 11/30/2015. There were no erroneous patient results generated or reported out of the lab.